Event description:
Customer reportedly obtained results of 17.1 mmol/l and 7.1 mmol/l on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.